Event description:
On (B)(6), 2013 at (B)(6) it was reported that the batteries in the cardiohelp base unit with serial number (B)(4) were not charging. (B)(4).

Manufacturer narrative:
(B)(4). Per the service report (B)(4) investigation was performed and it was determined that the batteries were recharged externally. The testing performed at the site was not per the protocol and required two year maintenance was not performed. It was recommended that the device be checked for battery charging before clinical use. (B)(4).